Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history tot he event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-06816, 06817. It was reported the pt is having pain at her scs ipg site. Additionally, the pt stated the scs system is not helping relieve her pain. Surgical intervention is planned to remove the scs system. Follow-up information identified the pt's scs system was removed on (B)(6) 2013.